Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed deformations of the svc shock coil. Based on the symptoms, it is reasonable to assume that this damage resulted from the surgery. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - nine days post implant, it was reported that the patient was admitted to hospital due to thoracic pain and other complications. The ICD was checked and a loss of capture was detected. Device was disabled and revision scheduled. During the revision procedure on (B)(6) 2015, the loss of capture was confirmed via a medtronic psa. The lead was replaced and returned to biotronik for analysis.